Manufacturer narrative:
08-sep-2015 product investigation results: reporter returned 1 oral-b toothbrush head on (B)(6) 2015. The investigation of the product return ((B)(4)) did not confirm a malfunction.

Event description:
Felt pinching near the gums, was hurt in the gums [gingival injury]; felt pinching from toothbrush brushhead inside cheeks [mouth injury]; whole lower half of dual clean brushhead came off into mouth, broken brushhead [device breakage]; was hurt in gums by broken brushhead in mouth [injury associated with device]. Case description: a consumer, age and gender unspecified, reported they recently purchased an oral-b rechargeable toothbrush version unknown which came with an oral-b dual clean toothbrush head. The consumer reported feeling pinching near the gums and inside cheeks of mouth. The consumer reported on (B)(6) 2015, while brushing, the whole lower brush of the dual clean brushhead came off into the mouth and the broken brushhead hurt the gums. No treatment was reported. No further information was provided. (B)(6) 2015 reporter returned 1 oral-b toothbrush head. Evaluation in progress. (B)(6) 2015 product investigation results: reporter returned 1 oral-b toothbrush head on (B)(6)2015. The investigation of the product return ((B)(4)) did not confirm a malfunction.